Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, implanted: (B)(6) 2016, product type lead.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a loss of efficacy on (B)(6) 2016. It was noted that the device was found to be off and the issue resolved on (B)(6) 2016. The patient was alive with no injury and the non-serious event was assessed as related to the device. Medical history included fecal incontinence due to obstetrical trauma since 2013. Additional information received reported that the patient had no improvement of symptoms. There was a report that the stimulator was restarted on (B)(6) 2017. Additional information received reported that the stimulator was restarted on (B)(6) 2016 and not in 2017. Additional information received reported that the stimulator was on off and the patient did not feel stimulation anymore. There was no return of symptoms and the onset date was reported to be (B)(6) 2017. No further patient complications have been reported as a result of this event.